Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5 and h10 (manufacturer narrative was inadvertently left out of the initial medwatch report). The device was returned to olympus for inspection, and the customer's reportable malfunction was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that an e333 error occurred due to a temporary bad contact between the touch panel and the control board and this error led to the panel freezing. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that error e333 occurred and touch panel froze and could not be used at the time of activation during a laparoscopic sacral colpopexy.

Event description:
The customer reported to olympus that the video system center touch panel freezes and became unusable. The issue was found during a therapeutic laparoscopic procedure and the procedure was completed with the same device. There were no reports of patient harm.